Event description:
Per the clinic, the patient experienced necrosis (date not reported) and underwent skin revision surgery during the explant surgery on (B)(6) 2021.

Event description:
B1 (type of report) submitted via follow-up report #1 is incorrect. This report is submitted with the corrected data for b1.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.

Event description:
Per the clinic, it was reported that the receiver/stimulator of the implant has been extruded.